Event description:
It was reported that there was a stored episode of right atrial (ra) lead had loss of capture on the right atrial automatic threshold (raat). It was noted that the patient was "found down" and hit her head. Technical services (ts) recommended a resolution. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient was found unconscious in the original call. The patient will continued to be monitored. The lead remains in use.

Event description:
It was reported that there was a stored episode of right atrial (ra) lead had loss of capture on the right atrial automatic threshold (raat). It was noted that the patient was "found down" and hit her head. Technical services (ts) recommended a resolution. The lead remains in use. No additional adverse patient effects were reported.